Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the electric pen drive device was not functioning and was defective. It was noted that the handpiece was unable to rotate on both foot pedal and hand switch mode. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, check function and direction of rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the is device returned to manufacturer box was inadvertently left blank in the initial report. This box has been checked.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as dec 7, 2017 on the initial report. Please note that this date has been updated to nov 27, 2017. If additional information should become available, a supplemental medwatch will be submitted accordingly.